Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (monitor lcd display screen is blank or black) was confirmed. Upon investigation the monitor was unable to power up which made it seem as if the display was black. The cause for the failure was isolated to an open fuse and a damaged component on the pca board. The root cause for the open fuse and damaged component could not be positively identified. No adverse event resulted from the damaged monitor.